Event description:
It was reported that shaft break occurred a 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The physician attempted to pass the stent through the guide catheter. However, during insertion, the stent shaft broke. The fractured portion was located in the proximal or middle of the device. The stent was pulled out successfully and intact from the wire without any interventions. A new synergy xd 3.00 x 12 was used to deploy and completed the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 17cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The physician attempted to pass the stent through the guide catheter. However, during insertion, the stent shaft broke. The fractured device was located in the proximal or middle portion of the device. The stent was pulled out successfully and intact from the wire without any interventions. A new synergy xd 3.00 x 12 was used to deploy and completed the procedure successfully. No patient complications were reported.